Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 14, 2024 and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged device has very bad odor after he used the ozone cleaner and also has particles in it, device has strange odor, burning/smoke/ electrical odor, particles in airway from device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and by using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. During the investigation, they observed dark spots of unknown sources on the exterior of the flip doors, around the exterior and interior inlet of the blower box, top enclosure, rear panel, and ui knob on the front panel, an unknown contaminant was observed on the front panel and top enclosure, an unknown dark contaminant was observed on the interior of the device on the top enclosure, front panel, rear panel, and bottom enclosure, they also found unknown insects and what is suspected to be insect waste were observed on the bottom enclosure, rear panel, blower box, blower, and blower seal. Evidence of liquid ingress was observed on the blower and blower box. The blower box was observed to have a discoloration appearance to it. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that they were not able to directly address the patients symptoms, couldn't confirm the customer complaint of strange odor and there was no evidence of sound abatement foam degradation. They can confirm particles in the airway. Section h6 has been updated in this report.